Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage (broken cable) on reported 8 mm fenestrated bipolar forceps instrument was observed after it was removed from the patient. Customer noted that instrument had a broken wire. The instrument did not have energy output (cautery) issues. There was no arcing event due to the reported failure. The reported instrument did not collide with any other instrument or tool during the procedure. Customer did not experience any problems while removing the instrument through cannula. No fragment(s) fell into the patient. The patient was not injured and the procedure was completed robotically. Photographic images of the device or a video recording of the procedure were not available for isi review. The patient information was not provided.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps had a broken wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.